Manufacturer narrative:
E1 initial reporter facility name: beijing anzhen hospital, capital medical university.

Event description:
It was reported that stent kink occurred. The 75% stenosed target lesion was located in the moderately tortuous and mildly calcified subclavian artery. A 7.0x30x135cm express ld vascular stent balloon expandable was advanced for treatment. During the procedure, the stent was kinked during delivery. The procedure was completed with another of the same device. No complications were reported, and the patient was stable.

Manufacturer narrative:
E1 initial reporter facility name: (B)(6). Device evaluated by MFR.: the device was return for analysis. A visual examination found the stent to be in the correct position on the balloon catheter. The first two rows of proximal stent struts were noted to be damaged. No other issues were noted with the stent. A visual examination identified that the balloon had been not subjected to positive pressure. No issues were noted with the balloon material. A visual examination identified no issues with the tip of the device. A visual and tactile examination identified no damage or issues with the shaft of the device.

Event description:
It was reported that stent kink occurred. The 75% stenosed target lesion was located in the moderately tortuous and mildly calcified subclavian artery. A 7.0x30x135cm express ld vascular stent balloon expandable was advanced for treatment. During the procedure, the stent was kinked during delivery. The procedure was completed with another of the same device. No complications were reported, and the patient was stable.